Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with a blood glucose level of mg/dl. The customer felt symptoms of dehydration. The customer was wearing the insulin pump during their hospital stay. The customer did not troubleshoot and did not send the product back for analysis. It is unknown what may have caused the blood glucose to rise.

Manufacturer narrative:
The pump passed the functional testing, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery tests. All operating currents were within specification. The pump was received without a belt clip, therefore, unable to confirm the damage. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked case, a cracked display window.